Manufacturer narrative:
(B)(4) follow up. It was reported an unpackaged needle was in the new box with the cap on and a dirty needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a human hand holding a needle assembly with the plastic shield. The plastic shield has dark colored specks. From the photo it is not possible to confirm if the specks are loose or are embedded degraded resin. For the loose part, the possible root cause is unknown as the packaging process is automated and handles only packaged parts; units without packaging would not go through the processes. For the foreign matter defect, the actual physical sample would be required to determine the root cause. A device history record review was completed for provided material number 305122, lot 3145665. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 305122, batch number#: 3145665. It was reported by customer that they opened a box of 25g x 5/8¿ bd precisionglide needle and there was an unpackaged needle in the new box, the cap was still on. Needle was dirty. Verbatim#: good morning, I had a staff member open a box of 25g x 5/8¿ bd precisionglide needle and there was an unpackaged needle in the new box, the cap was still on. Needle was dirty. Lot-3145665. Exp-6/30/28. Just wanted to make you aware. Response: on 3/15/24.

Event description:
Material#: 305122. Batch number#: 3145665. It was reported by customer that they opened a box of 25g x 5/8¿ bd precisionglide needle and there was an unpackaged needle in the new box, the cap was still on. Needle was dirty. Verbatim#: good morning, I had a staff member open a box of 25g x 5/8¿ bd precisionglide needle and there was an unpackaged needle in the new box, the cap was still on. Needle was dirty. Lot-3145665, exp-6/30/28. Just wanted to make you aware.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.